Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/3/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: 1. What does the surgeon think is the cause of the needle pull off? Ans: surgeon suspects that it could be due to needle tangling with the suture while tying hence detaching. 2. What does the surgeon think is the cause of the needle falling into the patient with need for reoperation? Ans: refer to answer 1.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2, a4 additional h6 health effect - clinical codes additional information was requested, and the following was obtained: *is the issue related to the needle pulling off of the suture or it is that the needle is breaking? Ans: issue is related to needle detaching from suture at the swage. Whole needle from tip to swage was retrieved from patient in the reopen surgery. *what instruments were used to grasp the needle? Ans: for 7/0 prolene they are currently using a micro needle holder to grasp it, they were using scalon prior to 2023 and in 2023 they have switched to geister. *where was the needle grasped during use? Ans: needle is grasped 1/3 from the swage by the nurses from the suture packaging before passing it to the surgeon. Surgeon will then re-arm the needle while suturing, nurses are unable to determine if surgeon armed at the correct spot as per jnj¿s advise after passing the suture to the surgeon. * please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Age: ~ 3 months weight: less than 1kg *name of index surgical procedure? Ans: not disclosed. *the diagnosis and indication for the index surgical procedure? Ans: not disclosed. *what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Ans: open paediatric heart surgery. *on what tissue was the suture used? Ans: heart tissue. *what was the tissue condition (normal, thin, calcified, fragile, diseased)? Ans: thin. *please describe any medical/surgical intervention required for this suture event including dates and results. Ans: patient had to be pushed back into ot for 2nd reopen and retrieval of needle surgery. Dates not disclosed but needle was retrieved. *what is the physician¿s opinion as to the etiology of or contributing factors to this event? Ans: would like to request franchise to further elaborate / clarify on this question. *what is the patient's current status? Ans: patient has been discharged, currently treated in hospital kajang for a lung related infection. *if applicable, will product be returned? If so, please provide the return date and tracking information. Ans: product has been discarded. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What does the surgeon think is the cause of the needle pull off? What does the surgeon think is the cause of the needle falling into the patient with need for reoperation?

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a pediatric patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The needle snapped off at the swage. During the case the needle count was short of 1 piece and was found via xrii (x-ray image intensifier) unexpectedly in the patient post op. Patient had to be pushed back into ot for a chest reopen to remove said needle. Additional information was requested.